Event description:
It was reported that the pt was having headaches for several months and could not hear well with the implant. The pt was re-implanted on (B)(6) 2014.

Manufacturer narrative:
The device has been explanted and could be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.